Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through remote follow-up, it was noted that the device recorded two nsvt episodes but one nsvt episode was not recorded on egm. There was sufficient storage on the device. Patient was syncopal due to vt and was fine later on. Egms were submitted to st. Jude medical technical support for further review.